Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that a healthcare provider (hcp) had several cases that did not show stalls when telemetry was done but ¿when they went in there, they had to replace pumps¿. The hcp did a ¿study¿ on people and telemetry on people and nothing showed that anything was wrong with the pump and there were numerous pumps going into stalls. The hcp ¿went in there¿ and ¿they are not working¿. Additional information was requested but was not available at the time of this report.